Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise reversion episodes. The noise could not be replicated with pocket manipulation. The patient would be monitored.